Manufacturer narrative:
(B)(4). Patient selection. Clip was deployed in a mildly calcified artery. Per the instructions for use- precautions: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after a right superficial femoral artery stenting procedure. There were no problems with sheath splitting. Reportedly, after clip deployment the device did not feel right and the safety release mechanism was used to remove the device. The clip was on the end of the device when the device was removed. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported event could not be replicated in a testing environment, therefore, it could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents of clip deployed at distal end of device or physical property issue reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling